Event description:
Consumer was lying in bed when she heard a crackling noise under her covers. After lifting up the sheets, she noted sparks coming from the heating pad. The pad was disconnected from the electrical source. Consumer reports that her sheets and mattress were burned. She did not sustain any injury. The pad was burned on both sides, and the protective cloth has melted.